Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor base. Unable to perform insertion/needle complaint due to customer return sensor opened/used. Then made a visual inspection and found the sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Both items ,were found intact during analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was unknown. Customer stated that the sensor was stuck to the adhesive. Customer reported that the introducer needle was hard to remove. The sensor will be returned for analysis.